Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter thoracic aortic aneurysm in zone 0. The proximal thoracic aortic neck was 4.2 cm in diameter. It was reported three stent rings of the valiant stent graft was unsheathed for fenestration prior to implantation. During the deployment of the valiant stent graft, the tip capture component was accidently released prior to the graft cover being completely retracted. The bare stent was not completely released from the capture component on the greater curvature of the aorta. Therefore, the physician disassembled the delivery system, applied tension at the graft cover, and eventually the device was completely deployed successfully. The delivery system was successfully removed from the patient. Per the physician the cause of the event was related user technique, fenestration of the stent graft, not following the IFU, and forcibly manipulating the capture mechanism. There was no product malfunction. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.